Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would power off immediately after powering on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue in the device's electronic data and was also unable to duplicate the reported issue. The cause of the reported issue could not be determined. During evaluation, stryker also observed the battery connector pins were bent. The cause was determined to be damage to the rear case. Stryker replaced the rear case to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
A customer contacted stryker to report that their device would power off immediately after powering on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.